Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro vh-3500, used for the endoscopic vein harvesting procedure, end of the jaw was bent. The defect was noticed as the pa was assembling equipment before any incisions were made. The kit was immediately removed from the surgical field and replaced by a new kit which was in good condition and everything went smoothly. No delay. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/18/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the harvesting device. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The cannula was also returned for evaluation. The c-ring was observed to be intact, with no visual defects observed. The scope wash plastic tube was observed to be bent at a 90 degree angle. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the intact c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however the analyzed failure "material twisted/ bent c-ring " was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000307090 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.